Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received on (B)(6) 2021, the patient has experienced rash on body, hidradenitis, anxiety with depression, severe upper stomach pain, cystic lesions on the cervix, dental abscess, rib pain on the left side, post traumatic stress disorder, pain during coughing and sneezing, insomnia, cervical smear, suicidal intent, mild dyskaryosis, laceration in left thigh, overdose of drugs, epigastric pain, vaginal bleeding, pain during sexual intercourse, chest pain, abdominal pain, multiple calculi in gall bladder, pain in right upper quadrant, gall stones, dyspareunia leading to apareunia, persistent stitch midline, irregular bleeding, vaginal discharge, persistent stress urinary incontinence, mesh erosion in the midline just under the urethra, neck pain, severe headache, breast lump in the right axillae, inflammation, swelling, lump in armpits, pain in vagina, muscle spasm, cervix with bulky like appearance and inflamed, urge incontinence, urinary leakage, urinary urgency, dysuria, cloudy urine, urinary tract infection and required additional surgical and non-surgical interventions.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.